Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the implantable drug infusion device. It was reported that the patient had a pump placed in (B)(6) 2019, and a revision in (B)(6) 2019, and had to have it removed in (B)(6) 2019. His doctor said that the ¿company had never heard of the pump line breaking at the reinforced part.¿ the patient is very active and since having the pump removed his spasticity has greatly increased. They have an appointment in september to talk about putting it back in. When it sheared completely, he was sick and lethargic and hadn't been active for over 24 hours.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2021, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 22-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consume regarding a patient receiving baclofen at what the reporter thought was ¿120mc liters/day¿ via an implantable pump. On (B)(6) 2020 it was reported that back in (B)(6) of this year the reporter was speaking with the doctor about getting another pump put in as the patient no longer has a pump, but the pump was helpful for him outside of the issues that happened. They wanted to have another pump implanted because the oral baclofen hardly works for him. Per the reporter, the physician had many questions on how to place the pump in a way where these "issues" won't happen again. The first issue was that a revision was needed in (B)(6) 2019 because the patient had a spinal fluid leak. In (B)(6) 2019, the physician discovered that the catheter had broken off/was ¿sheered off¿ at the end where the catheter meets the pump. The reporter stated that because of this the patient¿s ¿bacteria culture came back positive¿ so they went ahead and removed the pump. The reporter did not clarify if they removed the entire system also. No further complications were reported or anticipated.